Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The displacement and check settings alarm tests could not be performed and the motor position encoder error alarm could not be verified in the alarm history due to the motor error alarms. The device was also received with a scratched display window, stained keypad overlay and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Blood glucose value was 146 mg/dl. During troubleshoot, the customer confirmed that the drive support cap was recessed and stated that she was unsure if the device was exposed to a magnetic field and she was unable to rewind. When checking the alarm history for motor position encoder error alarms, the customer stated that there was a check settings alarm in the history. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.